Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.

Event description:
The patient had a laceration on the right eyebrow closed with dermabond about two weeks prior to alert date of 2007. The patient developed redness and bumps (appearing like poison ivy) around the application site. The patient was given an oral allergy medication and a topical anti-itch cream by his pediatrician. The patient is now recovered.